Event description:
Rptr's blood test says she has lupus, her arms ache all the time. She has some pain in legs, major aches in back where bladder is, insomnia, depression, hot flashes, loss of memory, her mind seems to spin, and she cries over small things, drs do not know how to treat her. She pays large sums of money out and yet no one knows what to do. Rptr has requested co to supply her with a silicone implant. The MFR has a file on her but still no definate help in standing behind their product.